Event description:
It was reported that the lead exhibited an increase in ventricular thresholds. X-ray confirmed dislodgement. The patient was asymptomatic and monitoring will continue.

Manufacturer narrative:
Na